Event description:
It was reported that the external pulse generator (epg) cables were "broken." Of note, the plastic screw knob showed "physical breakage." The hospital had recently revised their cleaning/sterilization process and noted the cables were "breaking" following the sterilization process. The cables were returned. No patient involvement or complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The initial report for these product complaints were timely submitted on (B)(4) 2013 under mfg report number 2182208-2013-00312, as there were 2 cables with the same model and lot numbers represented by that regulatory report (mfg report number 2182208-2013-00312). Model number of these cables is 5433al. However, as the analysis findings demonstrated different results, an initial report for each product involved was created to accurately report out the analysis findings accordingly. Product event summary: analysis confirmed the reported event; heart wire connector case halves are separated and discolored. Cable is twisted approximately 13 inches from epg (external pulse generator) plug. Cable continuity tests ok. No intermittent connection found when cable is bent / manipulated. Connections were not shorting out between themselves. (B)(4).